Manufacturer narrative:
(B)(4).

Event description:
It was reported that the wearable unpaired itself. Product was provided for investigation. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product. No injury or medical intervention was reported.